Manufacturer narrative:
The pod was received with the needle mechanism undeployed. The pod data revealed that the pod had been deactivated after first prime, no alarms occurred. No damages or deficiencies were observed in the drive mechanism assembly. No issues were observed with the pod that would indicate it did not function as expected, therefore no problem was found regarding the reported needle did not deploy and hazard alarm events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod deactivated on its own and alerted "discard pod". It was also reported that the cannula did not deploy, indicating a needle mechanism failure. No impact to the patient's blood glucose level was reported. No treatment information was reported.